Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 160 mg/dl. Customer stated that she has not been using the insulin pump for four months and that the insulin is squirting out during the manual prime process. Troubleshooting was performed and it was found that there were cracks on the corners of the top. Insulin pump will need to be replaced. Customer stated that she does not want the loaner insulin pump to be sent to her. No additional information provided.